Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding an external device to an implantable pump infusing unknown morphine. The indications for use was non-malignant pain. It was reported that the patient representative (caller) stated "since friday" when they were trying to connect to the pump to bolus there was a lag at 90% for about five to six minutes. The manufacturer's patient services specialist (pss) had the caller try to connect and caller was getting the same message. While on the call, the caller also stated they were getting service code 156. The caller then states the controller was lagging at 90% for a long time. Pss reviewed 90% lag. While on the call, caller was able to get to the bolus screen and the personal therapy manager (ptm) showed that the bolus has started. On the call, the patient was telling the caller that they really needed to bolus because they "were hurting". The caller stated that the patient bolused four times a day every three hours.